Event description:
It was reported that the 9800 system has mixed up images, the screen locks up (retrieving cine runs) and flashes "live" with no fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and generator interface board (gie). Reloaded flash. The system was tested and found to be working as intended and placed back into service.